Event description:
It was reported to lifecell, as follows: in 2008, the patient (with bmi in the 90's) of dr. Robert martindale underwent a ostomy take down and repair of a large ventral hernia with strattice (20x20cm). After 4 days, the sutures pulled through the strattice on the lower right side of repair; the stattice was excised and a 16x20cm piece of alloderm was implanted and approximated to the remaining superior portion of the strattice. Two days after the first revision, the sutures pulled through the upper portion of the strattice; at this point, the strattice was removed and another piece of alloderm was used for repair. The strattice was discarded at hospital. On the following month, it was also reported that the patient is doing well; dr believes that the event is related to the patient's severe condition, prior to the initial surgery.

Manufacturer narrative:
Evaluation: review of the device history record for strattice lot s10054. Query of lifecell complaint system for any other complaints against the devices distributed from lot s10054. Results: review of the device history record for strattice lot s10054 revealed no deviations that would have an impact on processing steps associated with the nature of the complaint. To date, of the devices processed for this lot and released for distribution, devices were shipped to the customers, with no similar complaints reported to lifecell. Risk evaluation: the risk of post-operative suture pull-through was evaluated during the product design development phase. Upon review of the risk analysis, an occurrence ranking of "rare" (i.e., unlikely but possible) was assigned for this failure mode. The occurrence ranking provided during this risk assessment remains valid as this is the first complaint of this nature; re-evaluation may be required if additional complaints are received. Conclusion: device failure related to patient condition.